Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm during the loading process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller, who had encountered cartridge alarms with consecutive cartridges, contacted technical support, which confirmed the alarm and arranged for a replacement pump. The caller was advised to use multiple daily injections as a backup therapy and received instructions for using and returning the pump. Additionally, the caller confirmed understanding of the process for receiving and setting up the replacement pump, which included software updates and ensuring proper procedure when using a g7 sensor.